Event description:
Additional information received identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Post-operatively, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging the scs ipg. Troubleshooting was attempted to no avail and ipg was inoperable. As a result, surgical intervention may be undertaken to address the issue.